Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, pump error 130. The customer reported blood glucose value of 1.7 mmol/l. The customer reported hypoglycemia, loss of consciousness treated with glucose/carb intake, emergency medical services/ambulance/emergency room visit. Troubleshooting was performed for low blood glucoses/over delivery. The event involved product(s) mmt-1885. Customer has been using the insulin pump system within 48hrs of reported low blood glucose event. Customer does not believe the pump was over delivering. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self test. Customer was not using quick bolus speed feature on an impacted pump. No further patient complications were reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported passing out while parking her car because of a low blood glucose. Paramedics were called on (B)(6) 2024 at 19:00. Customer's low was treated with food. Leading up to the event, customer had a pump error 130 (unexpected movement in hall sensor counts). Helpline saw that the pump error 130 was cleared and a request for rewind occurred. Helpline saw a rewind and a tubing fill of 27.491u and a cannula fill of 0.5u. However, customer said she did not remember rewinding or filling the pump. Customer was unsure if pump was exposed to a strong magnet. Per carelink, smartguard was used.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. In further analysis in the pump history found one pump error 130 alarm on (B)(6) 2024 at 16:15:22.000. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. No pump error 130 alarm. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.7 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with cracked select, up, down, left and right button keypad overlay during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for low bg. The force sensor is within specification. Pump error 130 alarm was recorded in the pump history, however, pump error 130 alarm was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.